Event description:
It was reported by the daughter of the patient that the patient had been hospitalized with a fast heart rate and a device that "is not working" in a foreign country. The local physician believed it was due to altitude. The device is still in use. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.